Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product. Correction: e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse educator stated they have been speaking with local tm regarding ttm arctic sun device in-service. When it came time to lock down a day the tm quit responding. They would like to confirm they have the correct tm, and they still work with bd. No sn.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse educator stated they have been speaking with local tm regarding ttm arctic sun device in-service. When it came time to lock down a day the tm quit responding. They would like to confirm they have the correct tm, and they still work with bd. No sn.